Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. Uf/importer report number (B)(4) received on april 26, 2021. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 27-mm boston scientific snare was used to remove a 30mm target polyp in the rectum during a colonoscopy - snare polypectomy procedure performed on (B)(6) 2021. It was reported that during the procedure, the patient had a large semi-pedunculated 30-mm polyp in the rectum and the snare was connected to cautery with correct settings and the patient was correctly grounded. Once snared around the polyp, the cautery did not work, the snare could not cut through the polyp, and the snare became stuck on the polyp. The joules were set to 4. The snare was then cut with wire cutters. A different snare was introduced and the polyp was removed bit by bit, due to the prior wire being in place. The polyp was then successfully resected. The polypectomy site was evaluated and closed with 2 endoclips. The prep in the right colon was fair. The procedure was successfully completed with a different snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.